Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. Per the tandem user guide: ¿never submerge the pump in water or use any other liquid to clean it.¿

Event description:
It was reported that the pump battery was unresponsive after customer dropped the pump in water. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no reported adverse impact to customer's blood glucose.